Event description:
It was reported that a spectrum pump wireless battery module had fluid intrusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "fluid intrusion", determined to be caused by fluid intrusion, rendering the wireless connection capabilities inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, causing the components to fail, rendering the unit irreparable. The device was retired from service.